Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported sensor glucose vs. Blood glucose variation. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: customer states that he was sent to the hospital due to high blood glucose. Document treatment for high bg: customer was sent to the hospital reporting a blood glucose over 400. The event involved product(s) mmt-1880, unomedical, mmt-332a, mmt-7040a. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed and the customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer is reporting a discrepancy between sg and bg. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.